Event description:
It was reported that the nurse was getting a black screen with a insert boot media message. Nurse have already tried turning the device off and on several times. Unfortunately there was no additional troubleshooting mis could offer for this issue. Nurse would need to send this device to biomed. Second call received from biomed following up on overnight call insert boot media error. As per support or biomed tech via phone on (B)(6) 2023, it was reported that the control panel need to be replaced. The part was on backorder without a release date.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed control panel. Nurse have already tried turning the device off and on several times. Unfortunately there was no additional troubleshooting mis could offer for this issue. Nurse would need to send this device to biomed. Second call received from biomed following up on overnight call insert boot media error. Per additional information received, it was reported that the control panel need to be replaced. The part was on backorder without a release date. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Labeling review is not required because labeling could not have prevented this issue. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the nurse was getting a black screen with a insert boot media message. Nurse have already tried turning the device off and on several times. Unfortunately there was no additional troubleshooting mis could offer for this issue. Nurse would need to send this device to biomed. Second call received from biomed following up on overnight call insert boot media error. Per support or biomed tech via phone on 28feb2023, it was reported that the control panel need to be replaced. The part was on backorder without a release date.